Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and a mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted into the patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that patient underwent revision of mesh on (B)(6)2012 on that date due to incomplete bladder emptying following anterior elevate procedure, lateral cystocele, rectocele, weakness of the retrocervical fascia and incomplete uterovaginal prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.